Manufacturer narrative:
This report is for unknown rods: uss / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a spine revision due to two (2) broken uss rods and loosened uss screws in the bone. Both rods broke just cranial to the rod connectors. The patient had a non-union which caused the rods to break and screws to loosen. The patient had a previous surgery on an unknown date using the synthes uss construct. The rods and the rod connectors were removed and all the uss screws were replaced with larger diameter uss screws. A new rod and rod connectors were placed to connect the upper and the lower constructs. The procedure was successfully completed with an unknown number of surgical delay. The patient outcome is unknown. Concomitant devices: ti parallel connector 6.0 mm / 6.0 mm (part unknown, lot unknown, quantity unknown), ti extension connector 6.0 mm / 6.0 mm (part unknown, lot unknown, quantity unknown), unk ¿ screws (part unknown, lot unknown, quantity unknown), unk - lamina/pedicle/process hooks: uss (part unknown, lot unknown, quantity unknown), unk - locking/set screws: uss (part unknown, lot unknown, quantity unknown), unk - mono/polyaxial screw collars/sleeves/heads: uss (part unknown, lot unknown, quantity unknown), unk - mono/polyaxial screws: uss (part unknown, lot unknown, quantity unknown), unk - screw/rod construct accessories: uss (part unknown, lot unknown, quantity unknown), unk - ex-fix clamps (part unknown, lot unknown, quantity unknown), unk - washers (part unknown, lot unknown, quantity unknown), unk - do rings (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown rods: uss. This is report 1 of 3 for (B)(4).